Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2023, the patient experienced a skin reaction with itching, redness, inflammation and scar extended beyond the patch perimeter. This is being reported as the reported scar was present more than 3 months after the skin reaction occurred. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This report is 2 out of 3 for the same patient. Related records: (B)(4) and (B)(4).